Manufacturer narrative:
Upon receipt of guidant's (B)(4) laboratory, this device was pacing in reset vvi mode. The device memory indicated that the device had 7 resets, with the last reset being the result of unstable voltage. Longevity calculation shows the predicted longevity was 72 months. The device was implanted for 61.9 months. The zoom battery status gauge indicated 20%, which is consistent with the longevity calculation. The device casing was opened, and visual found corrosion on the vssb jumper chip, crystal x1 and avx resistor array u6. The corrosion observed in this device has been determined to be conductive and associated with the presence of high water content, in past analysis. This corrosion can cause an intermittent electrical shorts and result in the device reverting to reset-vvi. This issue is addressed in trend #tr04028. The rga testing on this device failed to complete due to equipment interface malfunction but the beginning of the testing indicated that the results would be characteristics of moisture in excess of 2.5%.

Event description:
(B)(4).